Event description:
It was reported that the pulse generator exhibited backup vvi operation. The pulse generator was found in eri on 09/10/2012. The device was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found that the device exhibited backup vvi mode due to power on reset. After a product code download, normal function resumed.